Manufacturer narrative:
(B)(6). Expiration date: february, 2024. Device broke intra-operatively and was not fully implanted or explanted. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4) - manufacturing date: april 3, 2015 - expiration date: february, 2024. Lot was released to the warehouse on april 3, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the head of a 4.0mm titanium locking screw with t25 stardrive recess broke during insertion of a humeral nail. The device was being overtightened when it reportedly broke. The head of the screw was retrieved, but the shaft remained in the patient's bone. There was no surgical delay or further patient harm reported. The procedure was completed successfully. This report is 1 of 1 for (B)(4).